Manufacturer narrative:
A reagent issue was excluded as qc and calibration data were inconspicuous. The field service engineer (fse) performed multiple actions, including adjusting the gear pump pressure, correcting the reaction cells, decontaminating the syringe path, adjusting all probes, and cleaning tubes. The instrument was monitored, and no further issues occurred. The investigation determined that the issue was hardware-related and the service actions resolved the issue. As multiple countermeasures were performed at the same time, the exact root cause could not be isolated. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 assay results for seven patient samples tested on a cobas c513 analyzer. Sample 1: the initial result was 15.19% while the repeat result was 6.04%. Sample 2: the initial result was 10.06% while the repeat result was 4.91%. Sample 3: the initial result was 9.54% while the repeat result was 5.78%. Sample 4: the initial result was 10.75% while the repeat result was 5.40%. Sample 5: the initial result was 7.91% while the repeat results were 10.10% and 7.99%. Sample 6: the initial result was 10.40% while the repeat result was 4.74%. Sample 7: the initial result was 7.87% while the repeat result was 6.01%. The test was repeated due to the initial result not matching previous results.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.